Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member about a patient. It was reported that the patient had been hospitalized for the past several weeks. The patient was admitted with vomiting and headache symptoms and had not eaten much in the past several weeks. It was noted they just inserted a feeding tube. The caller reported since (B)(6) 2017 the patient had no control over her bowels movements and was wearing a diaper. The caller thought that someone might have adjusted her stimulation, but was not sure. The caller noted a super pubic catheter had been inserted. The caller was not sure where the programmer was. The caller noted they want to consider having the stimulator taken out. The caller noted the symptoms were sudden in onset. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.